Event description:
It was reported to st. Jude medical that stored electrograms evidenced both lead nose and artifact. This resulted in many nose reversions aborted, and possibly inappropriate therapies. The pt had received an external defibrillation shock because the ICD's charge time was extended. High voltage output circuit artifact was visible on electrograms from 10/20/2000. The lead and ICD were explanted and replaced.